Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -16.0/+2.0/068 (sphere/cylinder/axis), into the patient's eye on (B)(6) 2021. Reportedly, the lens flipped and was torn during explant.

Manufacturer narrative:
B5-additional information: reportedly, in an attempt to remove the icl (due to not unfolding correctly) from the left (os) eye, the icl "tore." The lens was implanted, removed, and replaced intraoperatively. The problem is resolved. H6-health impact code corrected. H3-device evaluation: the lens was returned in liquid in a micro-centrifuge vial. Visual inspection found that the haptic and optic were torn. Claim# (B)(4).